Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the mono-chrome image issue could not be determined, however, the issue was likely due to failure of the charged-coupled device unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the damage on the charged coupled device, image noise and the image temporarily could not be seen, the evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the label on the video connector is peeled, the video connector case had discoloration, the video connector had a crack, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that when using the endoeye flex deflectable videoscope, the image becomes black and white. The issue was found during preparation for use for a procedure completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: due to damage on the charged coupled device, image noise occurred and the image temporarily could not be seen.